Event description:
It was reported that this right ventricular (rv) lead upon latitude reviews showed that shortly after implant the lead impedance had increased to 1733 ohms and gradually decreased to 441 ohms. Moreover, this rv lead also exhibited low amplitude, loss of capture (loc) and high pacing threshold measurements. Additional information received which indicated that this lead was explanted due to patient experienced perforation through the heart wall and lead was difficult to removed. This lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.